Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle penetrated the sheath. The issue occurred during a therapeutic procedure (endobronchial ultrasound linear); there was a delay less than 30 minutes and the procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: d4 lot number, sn and UDI, d3, g1, g4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.